Event description:
A malfunction alarm, identified as "malf 0," was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again. No additional information was received regarding the outcome of the event.